Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. An internal rf error was identified and a firmware download was discussed. The patient was asymptomatic and will be brought back in to perform the download.